Manufacturer narrative:
The consumer did not have product catalog or lot numbers. 3m contacted the distributor who provided the product information. No samples or photos have been received for this report. The consumer would not provide consent to contact her health care provider for information related to this report. A review of the quality documentation related to the electrode product lot did not reveal any quality issues with the product.

Event description:
A consumer reported 3m red dot electrodes and a bodyguardian® verite heart monitor were being used for a 30-day cardiac monitoring test. The consumer reportedly wore the electrodes for 13 days without issue. On the 14 day, she reportedly started to experience a "tingling sensation" under the electrode stubs and the following day, the "tingling sensation" became intense. The consumer reported the monitor and lead wires were heating up. The consumer stated she was seen in an urgent care and diagnosed with "2nd degree electrical burns on four chest sites due to a faulty electrode monitor." She was reportedly given a prescription for silvadene cream and received a tetanus (tdap) shot. She was instructed to follow-up the same day at a walk-in clinic to evaluate the skin burns and was seen by a dermatologist. She was given an rx for santyl ointment, instructed to take ibuprofen. She was also instructed to follow-up with her cardiologist.